Event description:
Caller reported potential false negative hcg results on the sure-vue serum/urine hcg on one pt. The beta serum result was approx 153000miu/ml. The following info was reported regarding the testing and device. No shipping issues reported or damage to test kit, kit stored at room temperature, internal control line evident, background clear, external controls (brand: biorad) was run on test kit as passed as expected, no migration, leakage or bubble issue on device when inoculated, pouch of cassette opened just prior to testing, timer used with 3 drops urine and read at 3 mins. Pt info: approx 14 weeks into pregnancy. Rapid test performed prior to pt having surgery (no specific details provided), lmp unk, most likely not first morning urine; freshly voided sample and specimen tested immediately. There was no reported adverse pt sequela.

Manufacturer narrative:
Investigation pending.